Event description:
It was reported that a spectrum pump had no flow of IV liquid. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of IV liquid is not flowing was not reproduced. A review of the event history log (ehl) revealed no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be m2/m3 springs, door and hook springs. The m2/m3 springs, door and hook springs will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.